Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station was stuck on white screen and showed a login error. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on white screen and showed a login error. The technical support specialist (tss) found the database was in suspect mode. The tss removed and recreated the database, followed by a full database synchronization of the station. Finally, the tss launched the application successfully, and the device was confirmed to be fully functional. The system functioned as intended after the technical support specialist resolved the issue.